Manufacturer narrative:
Complainant name: (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified left circumflex (lcx) artery. A 24 x 3.50 promus premier&#10244;rug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and it was noted that the stent was lifted. The procedure was completed with a 35x22 non-bsc stent. No patient complications were reported and the patient's status was good.